Event description:
It was reported by the field service representative (fsr) that an oxygen sensor from the fsr's van stock leaked in the package. This is known as an out of box failure. There was no patient involvement.

Manufacturer narrative:
Laboratory evaluation confirmed the complaint. Internal gel leaked out of the oxygen sensor as the two halves were not properly joined. The oxygen sensor failed calibration when installed into an electronic patient gas system (epgs). If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.